Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced peritonitis. On the same date, the patient was hospitalized. The peritonitis manifested as nausea, vomiting, sharp pain in abdomen and diarrhea. The patient?s catheter was removed and therapy was discontinued. The treatment information was not reported. The patient was later discharged from the hospital. It was unknown if the patient recovered from the events.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13d13018 and h13d30053. No issues were noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).